Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) one (1) i.v. Catheter ext set/male luer adapter in which the hubs keep coming off the end of the clearlink extension set, attached to patient's PICC lines. There was no medical intervention or patient injury reported. No additional information is available.